Manufacturer narrative:
(B)(4) batch # unk photographic analysis: the picture shows an anvil with tissue present; the washer appears to be uncut and indented. The condition of the washer is consistent with an incomplete firing cycle or an improper firing setting. Based on the photo alone the event describe is confirmed. Additional information was requested and the following was obtained: who fired the device? Surgeon what is the healthcare provider¿s experience with the device? Experienced surgeon where in the green gap setting scale was the indicator located prior to firing? Yes were the donuts and washer inspected to confirm a complete transection? Unknown was the orange indicator fully in the green range and the anvil securely attached before the safety was released? Yes were there any issues noted with staple formation? If so, could you please describe? Unknown did the healthcare professional receive audible and tactile feedback when firing the device? Yes what is the current patient status? Stable and still in the hospital.

Event description:
It was reported that during the low rectal anterior resection,used the device to sever the rectum, after fired, removed the device, found the rectum with device was taken out of the patient. The rectum was injured. The surgery was changed from endoscopic to open. Suture was used to sew the wound. The patient is stable and in the hospital now. The patient¿s length of stay is standard for this procedure and is not extended.